Manufacturer narrative:
Date of event: used the first date of the month of the aware date as no event date was provided.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in a limb vessel. A 4.0mmx40mmx80cm (4f) sterling balloon catheter was advanced for dilatation. However, upon inflation, the balloon ruptured. The procedure was completed with another of the same device. No patient complications nor injuries were reported.